Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 70 to 96 mg/dl. Testing performed twice daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 09/21/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:134mg/dl (B)(6) 2015 12:09:00 pm fasting:yes. 2:114mg/dl (B)(6) 2015 11:30:00 am fasting:yes. 3:120mg/dl (B)(6) 2015 11:28:00 am fasting:yes. 4:138mg/dl (B)(6) 2015 11:06:00 am fasting:yes. 5:125mg/dl (B)(6) 2015 10:39:00 am fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 70 to 96 mg/dl. Testing performed twice daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6)2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 09/21/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.